Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii delivery tube detached when a customer depressed the plunger to deploy the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
The device was discarded by the hospital. Since the product was not returned, an evaluation could not be performed. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. This is currently being investigated in our CAPA process. (B)(4).